Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 850 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the pump was not working, the battery was bad, the pump was empty, and the patient was experiencing increased spasticity. It was noted that the symptoms were "not very severe". It was unknown as to when the pump went empty and the patient's symptoms began. When asked if the pump alarmed, it was stated that there was "no beep", but when the hcp read the reservoir, it showed zero and "nothing shows up" in that space. The patient was given oral baclofen and the pump was to be filled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.